Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff mis was confirmed. The reported difficult or delayed activation (difficult to deploy) plunger could not be confirmed due to component not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Two unused sterile devices from a different lot (2102842) were returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to plunger deployment issue and needle to cuff miss, include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with three prostyle devices using the pre-close technique via a 14f sheath hole prior to a stent graft interventional procedure. Reportedly, the plunger was more difficult to deploy and a cuff miss [suture retrieval issue] occurred. This occurred with all three devices. The sutures of two new prostyle devices were successfully pre-placed. The use of a 14f sheath was continued and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.